Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the nozzle, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: the insertion tube had minor snakiness and scratches; the scope cover had a missing olympus label; the light guide tube had minor buckles and scratches; the scope connector had scratches and dents; the bending section cover glue was cracked; the light guide lens had two cracks and the glue was peeling; the objective lens had peeling glue and small chips on the side that were not affecting the image; the plastic distal end cover had chips, scratches, and dents; the control knob had excessive play; the angulation was reset to production standard; label number three was worn but still readable; the image had a halo effect from peeling of glue; the plastic distal end cover insulation had a megaohm value of zero; and a new production label was needed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the device evaluation, unknown material was found clogging the nozzle of the colonovideoscope. There were no reports of patient involvement.